Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6). This report is linked to (B)(4).

Event description:
It was reported that after undergoing an unspecified procedure using a cystonephrofiberscope, the patient presented during outpatient treatment with a fever. Also, an unspecified bacterial infection was observed; however, determined to not be ¿serious¿. Although requested, it is reportedly unknown whether the patient received any treatment. Per the facility, a culture test will not be performed on the scope. Furthermore, the facility reported that the decision to postpone the identification of the suspected bacterial infection was made because it is unclear whether the scope caused the infection. The facility decided not to conduct any further investigation because retroactive testing of patients would be required if the bacteria were detected.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, d10, h2, h3, h6, h11. Corrected fields: h6 (medical device problem code). The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Additionally, a probable cause of the event and the relation between the event and device could not be identified. Without cds information from the customer, olympus was unable to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. Therefore, due to the lack of data, evaluation and assessment are not possible. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.